Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description provided states that the healthcare professional observed the development of a "brownish opacification" on the lens in the post-operative period.

Manufacturer narrative:
Rayner intraocular lenses limited has allocated the reference (B)(4) to this case. The healthcare professional reports that the development of "brownish opacification" has occurred three years post iol implantation. On (B)(4) 2014, the (B)(4) distributor notified rayner that the healthcare professional was arranging a consultation with their pt in order to provide photographs to rayner for eval. Rayner has requested add'l info to aid the investigation of the reported development of opacification from the brazilian distributor. The distributor is liaising with the healthcare professional to obtain the requested info. To date, no info other than that provided in this report has been made available to rayner. Without the ability to examine the device and without clear event details being provided it is not possible to ascertain a root cause of the reported event.